Manufacturer narrative:
The model 1000 electrode (s/n (B)(6)) and model 2000 delivery sheath (s/n (B)(6)) were returned to ebr systems and received on 02-mar-2026 for evaluation. The returned devices are currently undergoing processing in preparation for detailed assessment. The results of the device evaluation will be provided in a supplemental report once the analysis has been completed.

Manufacturer narrative:
At this time, the investigation has not identified a definitive root cause or confirmed device malfunction related to manufacturing or release activities. The manufacturer continues to evaluate all available information, including complaint history, procedural details, and any additional data received through follow-up activities. The investigation remains ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available that could impact the assessment of this event.

Manufacturer narrative:
The model 1000 electrode (s/n: (B)(6) and model 2000 delivery sheath (s/n: (B)(6) were returned to ebr systems and received on 02-mar-2026 for evaluation. The investigation is currently ongoing and has not yet been completed. A supplemental report will be submitted once the investigation has been finalized and the results are available.

Manufacturer narrative:
The investigation remains ongoing. A supplemental report will be submitted upon completion of the investigation and when additional information becomes available.

Manufacturer narrative:
At the time of this report, the device is pending return and evaluation. A follow-up report will be submitted if additional information becomes available that would impact the understanding of this event. Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Ebr will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an electrode implantation procedure, implantation of the model m1000 electrode could not be successfully completed, and the implant attempt was subsequently abandoned. The involved model m1000 electrode will be returned to ebr systems for engineering evaluation. No adverse patient sequelae or injury were reported in association with this event.